Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 400 mg/dl before they treated and went low. The customer was given food to treat. The customer experienced symptoms such as a hypoglycemic seizure. The customer was wearing the insulin pump during the incident. The caller stated the pump over delivered insulin. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.